Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported stuck guide wire is confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported stuck guide wire appears to be related to user error. The guide wire was returned engaged in the oad with the spring tip stuck in the distal driveshaft. The spring tip was unable to be removed from the tip bushing. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU) warns: ¿always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device became stuck to the viperwire guide wire when the oad was attempted to be inserted over the viperwire. The brake lever was off. The oad and viperwire were removed together. There was no damage observed to the oad or the viperwire. The procedure was aborted. There were plans to bring the patient back in the next few months for an additional procedure, but this has yet to be scheduled. There were no patient complications as a result of the event. Device analysis observed a guide wire fracture.